Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 310 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient was given a manual injection changed out the pod. The ketones were at 5.

Manufacturer narrative:
The device had the cannula assembly fully deployed. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 159 pulses. No timeouts or drive stalls were generated in the data. The fluid path was inspected and no signs of leakage were observed. No issues were found with the cannula assembly that would result in leaking during wear. The cause of the reported event could not be conclusively determined.